Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized for a driveline infection, and debridement was performed the following day and bleeding control was a challenge. Several days later, a transient ischemic attack (tia) occurred, and the patient experienced slurred speech, difficulty swallowing, and right-sided paralysis. A brain/head computerized tomography (CT) scan was performed, and their anticoagulant was increased and medication was administered. The vad remains implanted and in service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for this is a duplicate of FDA report number 3007042319-2024-05188. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.